Event description:
Gambro dasco received a report that a post operative pt in the ICU was undergoing crrt treatment. The pt had a minor blood loss when the return blood line became disconnected from the catheter. It is believed the pt disconnected the blood line. At the request of the pt and his family, all life support devices were withdrawn including the prisma machine. The pt expired five hours later. A gambro technical services rep inspected all of the prisma machines at this facility because the serial number of the machine involved in this incident was unk. All of the prisma machines inspected were operating within MFR's specification.

Manufacturer narrative:
There is no evidence to suggest that a gambro device caused or contributed to this adverse event. The blood line disconnection is being reported under the MDR 2-year rule per gambro's policy regardless of any pt injury. The pt death is being reported per gambro policy that all cases of pt's death within 24 hours of treatment are considered reportable regardless of any involvement.